Manufacturer narrative:
(B)(4). The terminal portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device change out procedure, high out-of-range shock impedance measurements greater than 200 ohms were observed when the chronic implantable defibrillation lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) in the pocket. Connections were checked multiple times, but there was no change in shock impedance. This defibrillation lead was surgically abandoned, and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed, and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Resistance measurements of the returned segment were not within normal limits due to suspected explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the lead segment did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device change out procedure, high out-of-range shock impedance measurements greater than 200 ohms were observed when the chronic implantable defibrillation lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) in the pocket. Connections were checked multiple times, but there was no change in shock impedance. This defibrillation lead was surgically abandoned, and replaced. No additional adverse patient effects were reported.